Event description:
Home pt (hp) contacted baxter's technical srevice center (tsc) regarding a system error 2240 message that appeared on the display of the homechoice machine during the intital drain cycle of the automated peritoneal dialysis (apd) therapy. Reportedly, hp had initiated the drain cycle prior to having the transfer set connected to the patient line of the homechoice set. When the machine began alarming, hp connected the transfer set to the pt line of the homechoice set. Tsc assisted hp in ending therapy early. Per rn, no pt injury or medical intervention was associated with this incident.